Event description:
Caller indicated the relion micro meter was giving high readings. Called in frantic that she hadn't received her meter. She was told it would be shipped out on (B)(6). On (B)(6) 2012 she woke up, washed her forearm, and she tested as she usually does. She stated that the reading she received was 250mg/dl, she said that she went to the ER based on these readings and that when she arrived there she tested on her forearm and that she again tested in the 250mg/d area and that the ER tested her at the lab and she was testing at 195. She waited an hour and did the same and the results were still in the 250's on the micro, but now 175mg/dl per lab tests. Doctor told her to go home and take a metaformine tablet. She stated that the meter was reading both f-3 and f-4 from the same bottle of strips. She stated that she did not test with control solution as she did not receive any with the meter. I explained she will need to contact us for it. Explained proper testing technique and storage recommendations. Replacing product - she will test from palm.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.